Event description:
It was reported that, a month prior to this report, a catheter issue was suspected. It was later determined that a catheter dislodgement occurred. There was no catheter in the intrathecal space. Upon discussing a surgical intervention, the reporter reviewed concerns about an unknown catheter length if the healthcare provider (hcp) only opened the spinal portion and revised. On the date of this report, upon opening, the healthcare provider (hcp) decided to go back another day to potentially replace the whole catheter as the patient was set up prone and not lateral. The device system was used to deliver morphine. Patient symptoms, diagnostics/troubleshooting, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).